Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus received a medwatch report (mw5114932) through the mail which stated: "surgeon was using the 200 micron single use olympus thullium laser after 5:36 minutes of use the fiber fractured which created a flame at the area of the fiber where the fiber connects to the hub which connects to the laser machine." The procedure was a therapeutic lithotripsy. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the event reported against the fiber break. The event associated with the laser machine captured under patient identifier "(B)(6)."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to d4, and the device evaluation. D4: the lot number of this device is unknown. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was received in a sealed post-market pouch. The connector end was confirmed to have broken and there was some charring at the strain relief. The proximal cap was on and there are no defects visible outside of the break and burning. The two ends of the length of fiber both have slight signs of either burn back or charring and it is not possible to differentiate which side is the distal end and which side is the broken end which previously connected to the proximal handle. The rest of the fiber body is without visual defects. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the fiber broke and burnt at the strain relief and the probable cause of the fiber breaking was likely due to mis-handling of the fiber. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.